Event description:
Attorney reported: (B)(6) 2008, patient underwent a ventral hernia repair, utilizing a bard composix e/x mesh. (B)(6) 2007, patient had this mesh removed. Patient has suffered and will continue to suffer physical pain and mental anguish. Dates are as reported by the attorney and referenced in the legal complaint, the implant and explant dates are conflicting.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol was received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.